Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation found the primary failure of instrument grips stuck to be related to the customer reported complaint. The instrument was found to have stuck grips that would not allow it to open or close. The root cause of instrument grips stuck is typically attributed to the user mishandling/misuse. The complaint regarding ¿force bipolar (fb) instrument jaws did not open¿ was confirmed based on failure analysis, which indicated that the device did contribute to the customer reported issue. Additionally, intuitive surgical, inc. (Isi) followed up with the initial reporter on 17-apr-2023 and obtained the following additional/updated information regarding the reported event: the instrument was inspected prior to use with no issue. The instrument was stuck with the cannula. The issue did not occur after a system fault. The instrument was in strong grip mode at the time of the event. The instrument did not collide with the other instrument or tool. The surgeon was performing sacral vaginopexy mesh operation. It was unknown if the jaws were stuck on the tissue, but the instrument jaws were opened with the instrument release kit (irk). Eventually, the instrument was removed together with the cannula. There was no adverse effect to the grasped tissue. No unexpected tissue was removed. There was no bleeding.

Manufacturer narrative:
Based on the claim against the product by the customer noting unclamping failure on the fenestrated bipolar forceps instrument, an investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer-reported issue. Isi has received the fenestrated bipolar forceps instrument; however, failure analysis has not completed their investigation. Therefore, the root cause of the customer-reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer. The following additional information was provided: no visible damage to the instrument was observed. The instrument would need to be returned to determine the root cause of the grips not opening. This complaint is considered as a reportable event due to the following conclusion: it was alleged that the force bipolar instrument failed to unclamp. Medical intervention may be required in the event that the instrument fails to unclamp/release from tissue when commanded by the user or system. At this time, it is unknown what caused the unclamping event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure, the force bipolar forceps (fbf) instrument jaws did not open. The customer used a backup fbf instrument to continue with the procedure. The site was completing the procedure as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.